Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device did not fire. It was reported that the handle could not be squeezed. The staple was replaced to complete the case. There was no patient injury.